Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, initial analysis reveals no problems with the lot number 201803160001 based on the photograph, production record and inspection record of the DHR file. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the patient needed suctioning and manual ventilation via neopuff because of dropping pulse and saturation. However, the adapter airway closed suction broke when the end user tried to disconnect the ventilator between it and the tip of the endotracheal tube. The end user was able to switch to a new adapter, and the customer confirmed no harm is associated with this event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3 and h10. H10: vyaire medical was unable to verify the reported issue; thus, root cause could not be determined and does not meet criteria for further risk assessment process. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.